Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). This is a supplied item; the device history record (DHR) is at the supplier. No product sample was received; therefore, visual and functional testing could not be performed and root cause could not be determined.

Event description:
It was reported that the lock has fallen out or/snapped off of the pump. No patient injury was reported.